Event description:
It was reported that at a clinical site for the hfo system (one of only two installed) an image showed incomplete cfs compression as well as significant image distortion. The site was using the phase array head coil and knew this problem existed. A work around was given to the hospital to avoid this problem. The hospital did not use the work around solution which resulted in a misdiagnosis. The site software was updated on 12/02/2000 to correct the known issue.